Manufacturer narrative:
Superficial damage to the outer silicone jacket was confirmed. The evaluation of the replaced external portion of the driveline confirmed external wire damage that could have contributed to the reported low speed events captured in the submitted log files. The submitted log files contained data from 15dec2020 through 28jan2021. The file captured low speed advisory alarms on (B)(6) 2021. The observed low speed events occurred while the patient was supported by the mobile power unit. A driveline repair was performed on (B)(6) 2021 and no alarms were observed following the repair. A distal-end driveline replacement was performed on (B)(6) 2021 under work order# 00101781 and approximately 21¿ of the external portion of the driveline was returned for evaluation. Electrical continuity testing of the replaced driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test. The pins of the metal connector were unremarkable. Rescue tape was observed at approximately 1.5 to 4.5¿ from the metal connector. Removal of the rescue tape revealed two tears in that location. No damage was observed to the bionate layer. Visual inspection of the metal braided shield revealed breakdown indicative of normal wear for the duration of use on the distal portion of the driveline; however, severe breakdown of the metal braided shield was observed at approximately 15 to 18¿ from the metal connector. Hi-pot testing confirmed a breach to the insulation of the brown wire at approximately 16.5¿ from the metal connector. The observed wire damage appeared to be the result of repetitive flexing. The remaining wires of the driveline were then submerged in the saline solution for further hi-pot testing to verify the integrity of the insulation. This test did not reveal any additional areas of current leakage. The brown wire represents one of the wires of phase 2. If the exposed conductors of the brown wire contacted the braided shield while operating on the power module or mobile power unit, the resulting short to ground would have resulted in the low speed events that were confirmed through the submitted log file. Following the driveline repair, the account communicated that the low speed alarms resolved. The patient was discharged home with no additional treatment. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(4). The heartmate ii lvas instructions for use (IFU) and the heartmate ii patient handbook contain sections on ¿caring for the driveline,¿ and explain that all heartmate ii left ventricular assist device (lvad) drivelines have the potential for breakdown to occur dependent upon length of use and patient handling. Both documents also address all system controller alarms and how to respond to such events. Lastly, the advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 12nov2015. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Pump speed, power, flow, and pulsatility index (pi) are also addressed in section 1 of this IFU. The section entitled "alarms and troubleshooting" outlines all system controller alarms and how to respond to each alarm condition. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The heartmate ii lvas patient handbook is also currently available. The ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them. This handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii left ventricular assist device (lvad) percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had suspected short to shield. The log file review showed 11 low speed advisories on (b)(6 2021. The speed drops were as low as 3800 rpm. This type of behavior has been linked to potential issues with the percutaneous lead. These issues only appeared to be occurring while the vad is connected to the power module. Another possibility was the pump's rotor ability to spin may have been prohibited by some material other than blood. There were elevated powers during the low speed events, which could indicate that. There were no other unusual events recorded in the log file event history. The patient's lactate dehydrogenase (ldh) was at baseline and the patient's vitals were stable. The patient was asymptomatic during the events. There was no trauma or weight change. A complete external driveline replacement was performed on (B)(6) 2021. There were no additional alarms following the percutaneous lead repair. The log file review showed no unusual events. The patient was discharged home with normal follow-up.